Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging power (damage) issue. The reporter alleged damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box data showed multiple unexpected power reboots. The battery compartment was cracked. The returned battery cap was undamaged and was able to fit securely. The battery cap was fastened and then unscrewed half turn with no reboots occurring. The ez-prime steps were performed correctly; no power interruptions, errors or alarms occurred during the investigation. The pump cover was removed and no corrosion or any intermittent conditions were found to the power printed circuit board. (B)(4).